Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study and a manufacture representative reported the pump logs show a motor stall recovery on (B)(6) 2021 at 7:00 pm and there are no motor stalls since. Caller stated they are checking the pump reservoir volume for accuracy and were expecting 4.5 ml and got back 5 ml. Tss reviewed that this would all indicate that the pump had been in telemetry state and the pump should be working as intended. Caller stated that the pt is still worried and thinks something is wrong with the pump. The pump was replaced, on (B)(6) 2021, and the issue resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp), clinical study) regarding a patient who was receiving hydromorphone (5 mg/ml at 2.3 mg/day) and bupivacaine (5 mg/ml at 2.3 mg/day) via an implantable pump for spinal pain. It was reported that  on (B)(6) 2021 the patient reported increased pain.  The device was reprogrammed where the hydromorphone was increased.  On (B)(6) 2021 the patient reported continued increased pain.  The device was reprogrammed where the hydromorphone was increased. On (B)(6) 2021 the patient reported increased pain and determined the pump had stalled. It was noted that the pain was so significant where they had to take oral medication. It was noted at refill on (B)(6) 2021 there were multiple pump stalls in the past year (shown in logs), one on (B)(6) 2021 for 30 minutes, one on (B)(6) 2021 for 25 minutes, and one on (B)(6) 2021 that has not recovered.  The hcp stated that the patient had a MRI (magnetic resonance imaging) on (B)(6) 2021, but not on (B)(6) 2021 when the stall was showing in the logs.  The patient noted they had not heard the pump alarm before today ((B)(6) 2021), but after interrogating they heard the pump alarm twice.  On (B)(6) 2021 the pump was reprogrammed to minimal flow rate.  It was noted that following the reprogramming on (B)(6) 2021, a second check of the logs still reads that the pump was in a motor stall.  It was recommended accessing the pump to measure reservoir volume removed versus what was expected for accuracy.  Telemetry state was reviewed. It was inquired how to silence the pump alarm and the pump alarm was turned off successfully.   Pump replacement was scheduled for (B)(6) 2021.  Msir (morphine sulfate immediate release) was prescribed until surgery.  The outcome was noted as ongoing as the issue was not resolved through troubleshooting.  The device diagnosis was pump motor stall and the clinical diagnosis was inadequate pain relief due to pump motor stall.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021.